Event description:
On august 9, an amazon customer commented that the product was false negative.: customer had symptoms so decided to get tested at his/her state testing site and it came back positive and the customer also did another home test and that also came back positive. Since the customer was unable to return it, he/her did two tests, which came back negative. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.